Event description:
Boston scientific received information that this right atrial (ra) lead would not deliver pacing when required. A procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation